Event description:
IV tubing connector broke when being twisted to remove from icc line, leaving portion of connector in PICC line. This is one of multiple events involving connectors from this manufacturer over the last several days.